Manufacturer narrative:
(B)(4). Date sent: 11/17/2020. D4: batch # u5cu9w. Investigation summary: the analysis results found that psee60a device was received without sterile packaging. In addition, an insect was returned inside of a plastic jar. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to what to could have cause the reported issue, due to the device was received outside sterile packaging. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4); batch #u5cu9w. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that before an unknown procedure, an insect was found inside the sealed package. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.